Event description:
It was reported that a dexcom g7 sensor failed during pairing, the user removed the failed sensor, and the ilet required a functioning cgm; a new g7 was applied and paired with a successful warmup, and the user was transferred to dexcom for sensor support. Symptoms included feeling sick associated with hypoglycemia, with a reported lowest blood glucose of 55 mg/dl for approximately one hour. Outcomes included self-treatment with fast-acting oral carbohydrates and no need for external assistance or professional medical intervention. Investigation included user coaching on cgm dependency for ilet function and basic troubleshooting, as well as referral to the cgm manufacturer for device-specific support. Investigation of this case revealed a cgm sensor failure and loss of low-glucose alerts due to sensor expiration, with the hypoglycemic episode reported as cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.